Manufacturer narrative:
Field advisory number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately one and a half months ago. The ipg is currently unable to communicate with two charging systems and the patient programmer. Surgical intervention is planned to address the issue.